Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 07/29/2011 and was last repaired on 10/30/2013 for a non-related issue. Evaluation of the device observed that the ratchet did not ratchet easily and that the right end of the roller was galled. It was also noted that the comb springs were upside down, the ball detents and set screws were reversed on the hinges and the latching pins were missing. Prior to repair, the test mesh passed, but the device was outside calibration specifications. Repair of the device included replacement of the ratchet gear, roller and roller gear and both side plates. The customer's reported event regarding the bent comb was not observed during evaluation, but it was observed that the comb springs were upside down indicating that improper handling occurred. Additionally, improper handling by the user most likely caused the galling to the right end of the roller and the malfunctioning ratchet, which most likely caused the customer's reported event regarding the ratchet becoming stuck to the roller. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher ratchet handle was stuck on the device. The facility reporting the event is a cadaver tissue bank. As such, there was no report of patient injury.